Event description:
Customer reported on bravo ph capsule that failed to attach. The pt was not injured following the procedure.

Manufacturer narrative:
(B)(4). The device arrived without damage. The device was investigated visually for external damage and tested against a failure analysis checklist. After an investigation, the product was found to meet specifications. Based on review of the complaint file including the investigation of the device performance in relationship to the customer's report and monthly device trending, a CAPA is not deemed necessary at this time. Trending and device performance will continue to be monitored.

Event description:
Additional information indicated that the procedure was repeated to resolve the issue. There was no intervention required. Nothing unusual was noted about the patient or procedure prior to the event. An endoscopy prior to the procedure revealed a normal esophagus. The user was an experienced physician trained by a company representative.